Event description:
The customer reported there was a problem with the image on the monitor. The image on the monitor was not properly displayed. There was a pin pushed back in the lemo connector on the c-arm side.

Manufacturer narrative:
(B) (4). The ge service rep replaced the cable in the c-arm. No pt injury was reported.